Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, it was observed that the grasping section was detached from the shaft. The pin that serves as the fulcrum of both the left and right grips was broken. The coating on the grip part was peeling off. The tip of the inner pipe was bent, and the grasping section was bent. The grip part and the probe were in contact, and the coating on the probe was peeling off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been less than a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a definitive root cause could not be determined it is likely that because an excessive load was applied to the fulcrum pin in the direction in which the grip part opened, the fulcrum pin fell off and the grip part came off the insertion part. It is likely that the coating of the probe came off because the probe came into contact with the gripper because the gripper fell off. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿ take care not to drop the transducer or not to subject the transducer to strong impacts. Even if the transducer appears undamaged, do not use it and replace it with a new transducer. Its durability and capability may have been impaired. If the grasping section, metal-exposed area around it or the probe tip gets stick to tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the jaw was broken. The reported issue was observed during a mastectomy. Reportedly, the jaw did not completely fall off the subject device. The intended procedure was completed using another device without a delay. The device was inspected before the procedure and no anomaly was observed. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the pin of the grip part fell off. This report is being submitted for the malfunction found during evaluation (falling of grasping part).